Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. The customer reported that no partial beam has been created in mosaiq. Review of the software logs show that that treatment ended when a "beam mu ch1" error occurred. The machine inhibited safely. Mosaiq received a count of 513.0 mu from the machine as having been delivered which was processed and recorded by mosaiq. The machine log was reviewed and confirmed that only 471.3 mu of the prescribed 513.0 mus was treated. This recording issue is due to a dose diff termination. Elekta have identified that it is possible for the displayed delivery mu to rise to the prescribed dose following an abnormal dose diff termination. The integrity software will show an error and report the abnormal termination to the r&v system (mosaiq will display an error). No mistreatment should result providing the customer follow's the instructions in the clinical user manual ("continuing treatment delivery after an abnormal termination): "do not continue unless you record the value of the beam mu display when an abnormal termination of a field occurs. In the r&v system, make sure that the remaining mu to deliver in the partial field is correct before you continue. If you ignore this warning, you can cause clinical mistreatment." A product bulletin (elekta ref:(B)(4)) was issued to customers. The product bulletin was sent to the customer on 7th january 2019.

Event description:
The customer reported that no partial beam has been created in mosaiq.

Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.